Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. Once the pocket was closed, the device was interrogated and it revealed anomalies within the right atrial lead. Chest x-rays revealed that the atrial and right ventricular lead had dislodged. The physician immediately repositioned the atrial lead. The right ventricular lead could not disconnect from the generator. There were several attempts using 3 different keys without success. The physician decided to explant and replace the right ventricular lead and device.

Manufacturer narrative:
The reported event of doctor could not untighten the v-setscrew to disconnect the v-lead was confirmed. The analysis found that the v-setscrew was firmly stuck in the connector block due to the presence of epoxy threads and required destructive methods to separate it from the device connector. When the setscrew was tightened on the leads during the implant procedure, the epoxy in the threads caused in the setscrew to be locked in place which prevented the disconnect of the lead.